Event description:
A malfunction alarm identified as "malf 12" was reported, and there was an indication that the issue could be reset. There was no reported impact on the customer's blood glucose level, as the specific level was unknown or declined to answer, but the pump continued to function. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was informed to monitor the situation and contact support if the issue happened again, which the customer acknowledged.